Event description:
It was reported multiple occlusion alarms occurred prior to calling tandem technical support. There was no adverse impact to the customer¿s blood glucose level. Customer worked with tandem technical support to disconnect tubing and cartridge, tighten connections, and deliver multiple test boluses, and testing showed that occlusion was caused by blockage in cartridge. The customer declined assistance to change supplies and will change them after the call.